Manufacturer narrative:
The customer reported their asi was blank and their AED would not power on. The asi is powered by the battery pack. If the battery pack has been completely discharged or is not installed in the unit, the asi will be off. Per the instructions for use if the asi is not flashing at all, the most likely cause is that the battery pack is not operating and should be replaced. Further troubleshooting was unable to be performed and log files could not be retrieved. The customer was issued a replacement battery.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.